Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] related to device/related to procedure-agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The report received from the (B)(4) study indicated that the patient was enrolled in the study. The patient who presented with: a positive functional ischemia study, no angina, and a 95% stenosis in the proximal rca and a 99% stenosis in the mid rca. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal rca was treated with placement of one study stent/cypher 2.5 x 28 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.25 x 18 mm. The procedure was uncomplicated. The ECG core lab reported no new st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00290 and # 3003742446-2012-00291.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient suffered a peri-procedural mi per adjudication minute review. This is a (B)(6) male with medical history including ischemia, peripheral artery disease, hyperlipidemia, hypertension, pvd/claudication, history of smoking greater than 30 days, aorta bypass. The patient who presented with: a positive functional ischemia study, no angina, and a 95% stenosis in the proximal rca and a 99% stenosis in the mid rca. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal rca was treated with placement of one study stent/cypher 2.5 x 28 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.25 x 18 mm. The procedure was uncomplicated. Intra-procedure on (B)(4) 2010 at 15:20, the ck was 0 (nl 232, ratio <1), the ckmb was 0.5 (nl 3.6, ratio <1), and the troponin was 0.04 (nl 0.1, ratio <1). Post-procedure on (B)(4) 2010 at 00:05, the ck was 32 (ratio <1), the ckmb was not tested, and the troponin was 0.37 (nl 0.1, ratio 3.7). On (B)(4) 2010 at 10:23, the ck was 32 (ratio <1), the ckmb was not tested, and the troponin was 0.34 (nl 0.1, ratio 3.4). The ECG core lab reported no new st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229523 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00290 and # 3003742446-2012-00291.